Event description:
The reporter stated that she did back to back blood glucose tests results, one test after the other, using different finger sticks and strips. Her results were 169 and 209 mg/dl. She did not have any symptoms. A control solution test result of 168 was high, outside of range (not given). On follow-up, the lifescan representative reviewed qc procedures, and meter/lab testing with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8